Manufacturer narrative:
H3: evaluation summary: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Report of paravalvular leak could not be confirmed through visual observations. X-ray demonstrated heavy calcification on leaflets 1 and 3, moderate calcification on leaflet 2, and commissure 3 was bent outward. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­8mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Leaflet 1 had a tear approximately 8mm long along the free margin from commissure 1 to the mid section. Leaflet 2 had a tear approximately 4mm long at commissure 2. Calcification was evident at the tears. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed on commissures 1 and 2 and around leaflet 1 sewing ring. Sewing ring was cut in multiple areas around the valve.  Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that a 21mm 3300tfx aortic valve, implanted approximately six (6) years and five (5) months, was explanted due to aortic stenosis and suspected paravalvular leak. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After the implant, the effective orifice area had become 0.54cm2 and it led to aortic stenosis. Paravalvular leak was also suspected. The device was explanted and replaced with a same size same model 21mm 3300tfx aortic valve with no adverse patient events reported. The patient status was reported as ¿recovering¿. Coronary artery bypass grafting (CABG) with two rami at implant. There was no allegation of device malfunction. The surgeon commented that the valve did not fail prematurely.